Event description:
Augmented with mcghan silicone gel mammary implants in sub-glandular position. Physical exam class IV capsules with probable rupture left implant. Pt underwent bilateral capsulectomy and implant removal. Right implant intact within capsule. Left implant was ruptured within capsule. Some free silicone outside of capsules. Pt augmented with mentor silicone implants.